Event description:
It was reported to philips that the device cannot pass self test. Further information was provided that the paddles cannot discharge. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the self test. There was no patient impact.